Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer was hospitalized due to low blood glucose levels. Customer's blood glucose levels at the time of the incident was below 20 mg/dl. Customer's current blood glucose reading was 526 mg/dl. Customer's mother reported symptoms related to the customer's high blood glucose levels included nausea and a stomach ache. Customer treated her high blood glucose levels with a shot of 8 units of insulin. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.